Event description:
It was reported that the device was allegedly observed to be damaged.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door rear, handle, and keylock label. Performed pm, and calibration. A review of the device history record for sn(B)(6) was performed from date of manufacture 01/29/2014 to the present date 09/23/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door rear, handle, and keylock label. Performed pm, and calibration. A review of the device history record for sn 14003775 was performed from date of manufacture 01/29/2014 to the present date 09/23/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was allegedly observed to be damaged.